Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported the patient was revised due to painful right shoulder. It was noted the glenosphere appeared to be tilted from metaglene. The implants were removed and replaced. It was noted there was a possible infection in the shoulder and a possible break on the post at the bottom of glenosphere and piece in the metaglene post. Doi: (B)(6) 2019. Dor: (B)(6) 2025. Affected side: right shoulder.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: patient was revised due to painful right shoulder. Originally implanted by doctor (B)(6) 2019. Doctor revised. Removed delta xtend metaglene, delta xtend pe cup, delta xtend glenosphere and four screws. Revised those implants. Possibly infected shoulder. Possible break on the post at the bottom of glenosphere and piece in the metaglene post. The product was returned to depuy synthes for evaluation. The complaint unit was forwarded was forwarded to the depuy synthes material science lab in warsaw for further evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A fractured piece of the dxtend glenosphere ecc d42mm was found inside of the dxtend metaglene. The dxtend metaglene only displays implantation and explanation sings. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device 5348576 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the dxtend metaglene would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 5348576 number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d10 (concomitant). Corrected: h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 (lot, expiration date), d9, h4, h6 (health effect clinical code and medical device problem code). Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.